Event description:
It was reported that (2) er320 were used during a lap chole procedure. It was reported by the rep that the surgeon fired the instrument successfully for the first two clips. The third clip came out malformed. The fourth and fifth clips spit out into the abdomen and the next clip did not close down all the way. A second er320 from a different lot# was opened and fired without incident. The case was completed and there was no consequence to pt.